Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Based on the field observation and analysis of the device stored diagnostic data, it was determined the device declared an invalid charge-time during an atrial arrhythmia episode, which resulted in the device showing a reduced remaining capacity. We have identified the cause of this behavior to be the result of a rare timing interaction between the transition out of atr fallback mode and the battery charge time measurement, which occurs every 11 hours. Specifically, when the battery measurement occurs at precisely the same time that the device is exiting atr fallback mode, the battery measurement may indicate a greater than expected depletion. Subsequent accurate battery measurements will restore the battery status indicators to their true values, which in this case, was beginning of life. If the device exits an atr fallback during the gathering of the daily device measurements, the device may declare an invalid charge time. If an invalid charge-time is calculated into the average charge-times, the zoom battery status reading will indicate a greater than expected depletion. On the subsequent charge-time routine, 11 hours later, if the charge-times are valid (not recorded during the entrance or exit of atr fallback), the battery status gauge would show an increase in the percentage of remaining capacity and the battery status displayed on the zoom programmer will move toward bol. The more often mode switches occur, the more likely that the mode switch will either be exited during a charge time measurement. There are no adverse effects of an invalid charge time measurement other than an incorrect battery status gauge read

Event description:
Boston scientific received information that this caller was requesting a longevity estimate for this pacemaker which was implanted in (B)(6) 2005 and had been programmed to high outputs due to low impedance and two atrial leads. There have been many mode switches due to atrial oversensing. The caller was also inquiring about the gas gauge versus longevity remaining indicator and which is more accurate. Longevity remaining stated less than .5 years and the gas gauge was at about 2/3rd's full. A boston scientific technical services consultant calculated 4.3 years total longevity based on current settings. The consultant believed there should be almost 3 years left on the device and discussed the atrial tachy response (atr)/battery theory. All daily measurements were confirmed and no resets were noted. The caller stated that there were some programming changes in (B)(6) 2006 and that the longevity was less than .5yrs at that time too. The consultant provided two options to the user; either perform a hex dump or recheck the patient in 2-4 weeks to see if the battery issue has resolved itself. The caller conferenced with physicians and decided to not perform the hex dump. Approximately, three and a half years later, the device was explanted for normal battery depletion.